Event description:
It was reported by dealer that the irc5po2 concentrator is red light alarming. The dealer states that they are getting 2 red 1 green error code. No further information is available.